Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device button no longer responded properly. The customer reported that due to this issue they were unable to monitor glucose and they developed symptoms of vomiting and lost consciousness. The customer was transported to hospital where a blood glucose of 700 mg/dl was obtained. The customer was put on an unspecified IV drip for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.